Event description:
The biomedical engineer (bme) reported that the g9 monitor along with the bsm-1733a (sn (B)(6)) had fluctuating spo2. They stated this was for room ir15 and the spo2 was fluctuating and not staying at a constant number. They had a 3rd party spo2 hooked up the patient while they had the nihon kohden (nk) spo2 hooked up, and the nk numbers were fluctuating around, while the 3rd party monitor stayed constant. Nka clinical is going onsite this week, and ts asked that they look into this issue of spo2 fluctuating. The facility also provided the logs from this event. Waiting for clinical to go onsite to assess this issue. No patient harm or injury occurred from this event.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the g9 monitor and the attached bsm-1733a (sn (B)(6)) in room ir15, was giving fluctuating spo2 readings and was not staying at a constant number. They had a 3rd party spo2 monitor attached to the patient at the same time as the nihon kohden (nk) spo2 was attached, and the nk numbers were fluctuating around, while the 3rd party monitor stayed constant. Nka clinical planned to go onsite that week to investigate this issue. The facility also provided the log files for this event. No patient harm was reported. Service requested / performed: on-site support. Investigation summary: onsite support was sent to the customer's facility in order to investigate the issue of inaccurate spo2 values. The issue was not duplicated during the onsite visit and the customer did not send the unit in for repair despite being provided a shipping label to do so. It is likely that the issue was resolved by the customer though information regarding the resolution was not provided and is unknown. As such, a root cause cannot be determined. No further issues of inaccurate spo2 readings were reported for this device. It is unlikely that the cause of the inaccurate values was due to an nk device malfunction. As the issue was resolved without nk assistance, it is unlikely that the issue of inaccurate values occurred due to a deficiency in design or manufacturing. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 monitor along with the bsm-1733a (sn (B)(4) ) had fluctuating spo2. They stated this was for room ir15 and the spo2 was fluctuating and not staying at a constant number. They had a 3rd party spo2 hooked up the patient while they had the nihon kohden (nk) spo2 hooked up, and the nk numbers were fluctuating around, while the 3rd party monitor stayed constant. Nka clinical is going onsite this week, and ts asked that they look into this issue of spo2 fluctuating. The facility also provided the logs from this event. Waiting for clinical to go onsite to assess this issue. No patient harm or injury occurred from this event. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1: 01/08/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded that this information was not available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the csm: bedside monitor: model: bsm-1733a. Sn: (B)(4). Device manufacturer date: 07/17/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the g9 monitor along with the bsm-1733a (sn (B)(4) ) had fluctuating spo2. They stated this was for room ir15 and the spo2 was fluctuating and not staying at a constant number. They had a 3rd party spo2 hooked up the patient while they had the nihon kohden (nk) spo2 hooked up, and the nk numbers were fluctuating around, while the 3rd party monitor stayed constant. Nka clinical is going onsite this week, and ts asked that they look into this issue of spo2 fluctuating. The facility also provided the logs from this event. Waiting for clinical to go onsite to assess this issue. No patient harm or injury occurred from this event.